Event description:
During routine testing of the device at the service center, the service technician reported that the 12v battery was bad (outdated, from 2006). Since the event occurred during routine testing, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.